Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. Customer contact confirmed that the event occurred during start up. There were no reports of any adverse patient events, no need for medical intervention, and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found that the device passes performance verification testing within specification. However, during review of the device history s321 malfunction alarm codes (pmc a malfunction code: pump qep count high) were noted. This malfunction code indicates encoder count for one full plunger stroke too high, indicating a broken encoder on the plunger motor. The customers reported s321 was not duplicated in testing; however, was confirmed in the device history. This reporter represents all the information known by the reporter upon query by hospira personnel.